Event description:
A home patient (hp) contacted baxter (B)(4) regarding a system error (se) 2240 alarm that appeared on the home choice (hc) during initial dwell. The technical service representative (tsr) had the hp cycle power to clear the alarm and advised to restart with new supplies or use manuals to complete the therapy. The tsr also reviewed proper procedures with the hp. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.